Manufacturer narrative:
The device was received and analyzed. The clinical observation was not confirmed, an interrogation of the pacemaker was properly feasible. A test with different distances between the pacemaker and the programmer head was performed. An interrogation was successfully tested with distances between 0cm up to 6cm. During analysis the telemetry of the pacemaker was working as specified. The memory content of the pacemaker was inspected, documenting a normal device function while implanted and in service. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. In conclusion, the device proved to be fully functional. The analysis of the memory content showed a normal device behavior while the device was implanted and in service. There was no indication of a device malfunction.

Event description:
The patient experienced radiotherapy session. It was not possible to interrogate the pacemaker anymore. The device was extracted and replaced by a new one.